Event description:
It was reported that the proximal right coronary artery was heavily calcified. Both nc trek balloon catheters were soaked and prepped outside of the patient's anatomy per instructions for use. The nc trek balloon was inserted to the lesion, was inflated and ruptured at 11 atmospheres. A second nc trek balloon was inserted to the lesion, was inflated and ruptured at 10 atmospheres. Both balloon catheters were advanced and retracted with no resistance felt in the lesion. The lesion was then successfully stented with a xience stent. There was no clinically significant delay and the patient did not experience any adverse event. No additional information was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional nc trek balloon catheter is being filed under a separate medwatch report. Evaluation summary: analysis of the returned nc trek balloon catheter noted blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a 0.5 mm radial rupture in the balloon, 2 mm distal to the proximal balloon shoulder. The analysis also revealed that there was a bend in the hypotube. However, this damage was not originally reported and likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, material deficiencies, inflation technique, interactions with other devices, lesion calcification and tortuosity, or insufficient preparation prior to use. It was noted that the balloon was initially soaked prior to use and prepared outside of the body per the instructions for use (IFU). As there was no report of any leaks noted during preparation for use, this may indicate that the rupture was not present prior to the procedure. Additionally, the lesion was reported as heavily calcified and likely contributed to the experienced rupture. The scanning electron microscopy (sem) lab analysis confirmed a radial leak located on the balloon surface, intersecting a fold and concluded that balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. In this case, it is likely that the balloon material was damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. A review of the finished product electronic lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met specification. A query of the complaint-handling database also did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.